Manufacturer narrative:
Update to h6: investigation findings (c).

Manufacturer narrative:
According to the customer, on (B)(6) 2025 it was reported that there were "fibers breaking off from raytecs during surgery" and that the "physician did report needing to remove bits from the surgical field." The customer reported that the "procedure was completed." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 it was reported that there were "fibers breaking off from raytecs during surgery" and that the "physician did report needing to remove bits from the surgical field."